Event description:
(B)(6) 2015 no injury alleged. Malfunction alleged. MDR filed. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is stuck. Associated malfunctions for this device: poppet valve not shifting, zipties leaking.